Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient had to have battery removed because of separate eschar site that became necrotic to the battery pocket site. It was reported that the battery was removed and when the stimulator was turned on it worked fine but battery needed to be removed until wound heals. After seeking wound care for that area it had been debrided to extend to pocket site leading to removal of battery. Issue was not resolved at the time of this report. Battery will be replaced at a later time that is unknown at a different pocket site. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient had an infection for the battery only was removed and would be replaced at a later date. The lead was still implanted. No further complications were reported.